Manufacturer narrative:
(B)(4). The customer returned one dilator with a blue body and a white hub for evaluation. No other components were returned. Visual examination of the dilator revealed the tip was damaged. Microscopic examination showed that one side of the dilator tip was split in two locations and folded back. There were white regions around the tip where it had split, indicating that it had been exposed to stress. The damage to the tip was consistent with damage resulting from resistance encountered during insertion. The inner and outer diameter of the dilator were measured and were found to be within specification. A device history record (DHR) review was performed on the dilator and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this kit describes instructions to enlarge cutaneous puncture site with cutting edge of scalpel, if necessary, prior to dilator insertion. The customer did not state whether or not a skin nick was performed. The IFU also cautions to not use excessive force when introducing tissue dilator. The customer reported issue of the dilator tip being deformed during use was confirmed during the sample investigation. The tip of the dilator was found to be damaged in a manner consistent with encountering resistance during insertion. A DHR review was performed and no relevant findings were identified. Based on the customer report of the damage occurring use and the condition of the returned sample the probable cause of this issue is operational context.

Event description:
The customer alleges that during use the tip of the dilator got torn.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that during use the tip of the dilator got torn.